Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available for evaluation, a follow-up report will then be issued.

Event description:
Consumer alleges that while her chair was still, it took off throwing her out of the unit and into a closet causing her foot to get caught under the motor and the chair fell on top of her right leg.

Manufacturer narrative:
The device was returned and evaluated. The alleged event could not be duplicated.

Event description:
Consumer alleges that while her chair was still, it took off throwing her out of the unit and into a closet causing her foot to get caught under the motor and the chair fell on top of her right leg.